Event description:
Customer called and stated that the back was coming off and the serial number is worn down. Customer reported that the unit was not dropped, bumped nor was there any moisture damage. Unit is functioning properly.